Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restarted sensor session. In addition an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.